Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the charger printed circuit board (pcb) was not working. The green charging light emitting diode (led) was not illuminating. With the unit plugged into proper alternating current (a/c), source measured 120 volts alternating current (vac) in but zero charging voltage from pcb to batteries. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
This complaint is related to MDR#: 1828100-2015-00584 and 1828100-2015-00583. The srt has tagged the centrifugal battery "equipment out of service." The suspect device will be returned to the laboratory for further evaluation.